Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. The patient effects of hemorrhage and pseudoaneurysm are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 7f sheath hole prior to an impella procedure. Reportedly, two proglide devices were successfully pre-placed. The sheath was upsized to 14f, and the procedure was completed. However, after tightening the knots of the two pre-placed sutures, there was still bleeding at the access site. An additional proglide suture was placed, but hemostasis was still unable to achieved. Manual compression was then help for over an hour and a femostop device was placed. However, roughly seven hours after the procedure, the femostop device was removed and significant bleeding was observed. The patient was hypotensive and eventually went pulseless, requiring CPR. After return of spontaneous circulation (rosc), a femostop was placed and no bleeding was observed. Vascular ultrasound was then performed and showed a small femoral pseudoaneurysm. Before intervention could be performed, the pseudoaneurysm appeared to have been resolved. On discussion with senior resident and cardiovascular intensive care unit (cvicu) attending, it is more than likely the failure of the prostyle device is causing post operative bleeding from the common femoral artery (cfa) access point. No additional treatment was performed, and the patient was discharged from the hospital. No additional information provided.